Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received results of 158 mg/dl and 60 mg/dl within 10 minutes on the aviva system. Low blood glucose symptoms were reported with these results. Customer self treated with sugar and candy. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.